Event description:
The physician was using an assurant cobalt peripheral stent system for treatment of a lesion in the subclavian artery. The anatomy was tortuous and calcified. The device was inserted into the patient but the physician was unable to visualize the stent under fluro. The stent was found to be floating in the external iliac. Ballooning was used in an attempt to jail the stent but this was unsuccessful. No further attempts were made to remove the dislodged stent. Another stent was used to treat the target lesion. The patient is fine post procedure and no clinical sequelae were reported. Evaluation summary: the stent was not present on the balloon of the returned device. Crimp impressions were evident along the balloon. The proximal pillow balloon folds were partially opened.

Manufacturer narrative:
(B)(4). Results: unapproved use of device (device not indicated for use in subclavian), (root cause undetermined - limited information), inherent risk of procedure (stent dislodgement).